Manufacturer narrative:
B3: estimated based off publication date of article. Literature citation: thakker, r. Et al, (may 11, 2021). Rca thromboembolism following left atrial appendage closure. Journal of american college of cardiology, vol. 77(18), 2486. Https://doi.org/10.1016/s0735-1097(21)03841-9.

Event description:
It was reported via journal article that stroke and thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Two and a half months post-implant, the patient presented to the emergency department with acute onset right hand weakness. Imaging confirmed an anterior circulation stroke. Transesophageal echocardiography (tee) was performed and identified a 1x2cm thrombus in the left atrium. Warfarin was resumed. One month later the patient was admitted to the hospital with dizziness and found to have junctional bradycardia. Coronary angiogram was performed which identified a right coronary artery thrombus. Manual aspiration to retrieve the thrombus was unsuccessful and the patient underwent drug-eluting stent across the thrombus. The patient was resumed on warfarin and started clopidogrel upon discharge.